Manufacturer narrative:
The facility stated the patient was admitted. The patient had a pulmonary emboli and was dosed with the medication 'lovenox'. The doctor came in the next morning and questioned the weight of the patient, stating that the patient looked heavier. The patient was moved onto a floor scale. The bed scale was zeroed and the patient was placed back into bed where the scale weighed the patient. The patient expired that afternoon. The facility stated they are trying to determine if the scale was zeroed between patients, since his admitting weight was initially not correct. The hill-rom technician inspected the bed scale using one hundred pounds of weight, and found the scale to be operating and weighing properly.

Event description:
Alleged the scale may be weighing off and that a patient died after the staff gave the patient an incorrect dose of a medication according to the scale reading. The caller was not sure the death was a result of the scale being inaccurate or the staff not knowing how to use the scale. The bed is located in the ICU.